Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stable point catheter was selected for use. During preparation it was reported that flushing was difficult due to a defect on the catheter's irrigation port. The tubing set was replaced during the case, however, air appeared and could not be removed. Flushing was performed again to clear the air. Nonetheless, the device was replaced with a new one from the same model as a precaution. The device was completed successfully without patient complications. The device has been discarded.